Manufacturer narrative:
One cadd legacy 1 pump was received with no physical damage found on it. The event log was reviewed and no issue was found. Accuracy test was performed and the reported "failed accuracy" issue could not be confirmed. The delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. There was no fault found with the returned pump.

Event description:
Information was received indicating that a smiths medical that a cadd legacy 1 pump failed accuracy by +6.15% during testing. There was no patient involvement.